Event description:
Three screws had come out of the clamshell, so a new clamshell was placed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed through an onsite evaluation by an abbott technical services representative. A specific cause for the event could not be conclusively determined through this evaluation. It was reported that a second clamshell repair was requested due to screws coming out of the prior clamshell. One of the screws remained in the clamshell and the patient possessed the other three screws. A new clamshell was successfully installed on 13dec2022. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial clamshell repair was documented under related MFR#: 2916596-2022-14458. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a clamshell repair was performed due to screws coming out.